Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginal candidiasis, yeast infection, urinary tract infection, dyspepsia, parity 3 (recently had her 3rd child at end of-september before the essure placement), abdominal cramps, seasonal allergy and pyuria. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain "), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), gastrointestinal disorder ("gi conditions") and pain of skin ("skin pain (skin is sensitive to touch)"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, vaginal discharge, urinary tract infection, gastrointestinal disorder and pain of skin outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder, metrorrhagia, pain of skin, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: patient tolerated the procedure well. Received treatment for: dyspareunia (painful sexual intercourse), abdominal pain, dysmenorrhea (cramping), pelvic pain, metrorrhagia (bleeding b/w periods), skin pain (skin is sensitive to touch). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: 'right: satisfactory: distal end of inner coil within the fallopian tube, less than 50% of 'the inner con trailing into the uterine cavity. 'Proximal marker of the inner coil less than or equal to,30 mm from the contrast opacified uterine cornua. Left: satisfactory: distal end of inner coil within the fallopian tube; less than 50% of ·the inner coil trailing into the uterine cavity. Proximal marker of the inner coil less than or equal to 30 mm from the contrast opacified uterine cornua. Imaging procedure - on (B)(6) 2017: results of confirm test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events: dyspareunia (painful sexual intercourse), abdominal pain, dysmenorrhea (cramping), metrorrhagia (bleeding b/w periods), vaginal discharge, uti, gi conditions, skin pain (skin is sensitive to touch) were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.